Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported that there was a spark and fluoroscopy was not working. The system was arcing and unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.